Event description:
Pt reported obtaining a blood glucose result of "hi" (>600 mg/dl), while using the suspect device. Pt retested blood glucose, 14 minutes later, and obtained a result of 358 mg/dl. Pt indicated that he was not feeling any symptoms of hyperglycemia; however, based on the device results, pt phoned emergency medical services for assistance. Upon paramedics' arrival, 5 minutes later, pt's blood glucose reportedly measured 137 mg/dl (on paramedics' device). No treatment was received. Pt reported that quality control testing was performed on the suspect device, however, pt did not know the results. Technical support requested the return of the suspect product and replacement product was shipped.